Manufacturer narrative:
The device ro 15 044 has been inspected for investigation purpose. The analysis performed confirmed that pc configuration issue caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
During an intervention performed by ouf field engineer, it was identified that a software failure has been detected. System shutdown and then has been restarted. Error occurs in both rosa user profile and maintenance profile. It was also reported that the rosanna software could not be opened. There was no patient involvement reported.